Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
According to the trace report obtained from the ins after pmr recovery, the total recharge count is 82. The last recorded recharge session performed while the device was implanted was on (B)(6) 2018. The device was recharged for 1 hour and 12 minutes and the battery charged from 3.67v to 3.80v. The parameter trend diagnostic section of the trace report shows patient usage during this session. The recharger coupling shown on the trace report varied from 0-100% (0-8 bars). The battery went into the lock mode on (B)(6) 2019. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 3 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor ins, indicating that this ins is working correctly with a recharger. Product analysis # (B)(4): analysis information -- 2019-07-16 12:52:02 cst pli# 10, product ID# 97714; below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the implantable neurostimulator (ins) was in the 12.2018 depth discharge. After reactivation of the ins, patient reports that the battery was greater than 1 day. The ins was in deep discharge again before explantation. It was reported that the ins was replaced and the issue resolved.